Event description:
C, johanna b., et al. (2021). "Completely epicardial implantable cardioverter/defibrillator (ICD) and crt-d systems: a case series and systematic literature review." Pacing clin electrophysiol. 2021 1-15. Doi: 10.1111/pace.14318. The sourced literature reported a retrospective institution approved medical record review was conducted for all patients undergoing epicardial implantable cardioverter defibrillator (ICD) and cardiac resynchronization therapy defibrillator (crt-d) placement at their institution between january 2010 and may 2020. One person in this study underwent a change out procedure due to receiving inappropriate shocks from the subcutaneous implantable cardioverter defibrillator (s-ICD) due to oversensing despite repeated repositioning of the electrode. The model and serial number of the product was not included in the article and remains unknown. An attempt to obtain the information from the author of the article has not been successful. If additional information becomes available the report with that information. (B)(6), department of cardiology, (B)(6), (B)(6).

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.